Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a crack that created a bubble or burst so the customer was not able to read the screen. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the bottom corner of the insulin pump was cracked, the alarm clock and the ok part was readable. There were some chunks missed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments/partial display. Unit had broken battery tube threads.